Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled due to undersensing of the patient rhythm when the associated non boston scientific system delivered pacing. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed how there was intermittent t-wave oversensing when pacing was delivered and that there was noise when the patient moved. A shock was delivered as inappropriate therapy due to oversensing of the observed noise. The patient had its pacing delivery adjusted and the s-ICD system had its programmed settings adjusted. This device remains in service. No additional adverse patient effects were reported.